Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted technical services to report that this patient's device and right ventricular (rv) defibrillation lead was exhibiting intermittent loss of capture at 2.0 volts. The device rv voltage output was increased to maintain capture. Due to the patient's age and health status, the rv lead will not be replaced.

Event description:
Subsequently, boston scientific received information in (B)(6) 2011 that this local representative contacted technical services to report that a noninvasive pacing study (nips) will be performed to evaluate this patient's lead system. The local representative contacted technical services five days later to discuss the findings from the study. There were 2-3 stored episodes in the arrhythmia logbook that identified electrogram noise associated with oversensing and pacing inhibition. Patient isometrics were performed at 0.6 to 1.5 mv sensitivity with no development of electrogram noise. There was no syncope but the patient does have a history of orthostatic hypotension. The patient with be enrolled in the latitude in order to continue monitoring the system on a weekly basis. No invasive intervention will be performed at this time. If an issue is identified through latitude, then the physician may elect to implant a separate rv pace/sense lead.